Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the left ventricular lead had a high pacing impedance and was failing to capture due to being in high output mode. Isometric exercise tests revealed no lead noise, and the chest x-ray results were normal. Programming changes were made. The patient was in stable condition and would be further monitored.